Event description:
The reporter stated a toric silicone lens model aa4203tf tore during insertion and the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. An msi-tr injector and mtc-60c fp cartridge were used during surgery, but the lot numbers were unknown.